Event description:
Additional information was received stating that the patient was completed with the surgery. The surgery was completed well and there were no clinical consequences observed in the patient.

Manufacturer narrative:
Additional information is provided in sections a1, a2, a3.a, b5, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was not product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a phacoemulsification surgery an ophthalmic system displayed advisory code and system exhibited with phacoemulsification malfunction. The patient has a severe adverse event. The customer refuses to continue the surgery. The patient has been transferred to another facility to complete the surgery. The details of the patient current condition were unknown. Additional information requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.